Manufacturer narrative:
Na

Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. However, during inspection the service technician found attached to the esprit serial port was a remote alarm cable that is not made to use for esprit. The customer informed the service tech that the cable is used for the 7200 ventilator for the nurse call alarm and not the esprit ventilator someone placed the cable by mistake on the esprit. No part was replaced. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.